Event description:
The complaint/event involved a primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, 100 inch. It was reported that fluid just keeps on running out when they spike the infusion bag. Further, there was no wheel to pinch the tubing present on the defective device. There was no report of any human harm.

Manufacturer narrative:
Although multiple attempts were made to obtain the device, it is not available for investigation at this time. A review of the device history record is pending. Additional contact information: kpril robinson complaint coord I medline industries 224-931-6522 kqrobinson@medline.com.

Manufacturer narrative:
Investigation summary: no 126640489 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
Received one (1) opened/unused list # 126640489, primary set, piggyback with backcheck valve, 3 clave y-sites, secure lock, as received, the roller wheel is missing in the pinch clamp. No other anomalies or damage observed. Without the roller wheel, the customer complaint is confirmed, the fluid just keeps running out because there isn't a wheel to pinch the tubing. Probable cause, assembly error. The device history review for lot number 14126181 was reviewed and there were no non-conformances found that would have contributed to the reported complaint. Additional note. This complaint occurred when the clinician spiked the bags. This would occur prior to patient connection. H6 code has been updated to no patient involvement. D9 device returned for investigation on 05/27/2025